Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete, trends will be evaluated. This is the same event as 1043534-2016-00050, 00051, 00052.

Event description:
Allegedly, plate moved on toe after 2 distal screws and 1 lag screw were implanted- raised proximal portion of plate causing need for plate bending. Could not bend plate because insitu benders just flipped out of holes- tried it multiple times and even on other plates on back table- the curvature seems to need longer threaded benders.